Event description:
It was reported that the patient underwent a replacement of the lead component of the implantable neurostimulator (ins) system due to a loss of therapy and high impedances (>10,000 ohms). Intraoperative impedance testing showed normal values when tested with the trialing cable but when reconnected to the ins battery high impedances were again observed (>10,000 ohms). At the time of this testing, the patient had not been approved for the extension replacement. The replacement of the extension took place on (B)(6) 2013. It was noted that when the physician opened the ins pocket, the extension was found to be coiled anteriorly around the battery and fractured. The ins was also found to not have been sutured into the pocket. The patient status was reported as alive - no injury/no adverse event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37081-40, serial#: (B)(4), explanted: (B)(6) 2013, product type: extension; unknown lead, model: unknown, lot#: unknown. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the extension revealed no significant anomaly. The extension body was cut through and the product was segmented.

Event description:
It was later reported that the patient experienced a change of therapy and coverage of stimulation. The patient¿s lead had moved and was revised a few weeks before it was replaced. There were high impedances immediately after the lead revision surgery. It was noted that the proximal end of the extension was not returned to the device manufacturer and it may be removed at a future date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.